Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "any creases," and "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles inside of the device. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported, right side "any creases". And "particles in valve". Device has been explanted.